Manufacturer narrative:
It was reported events of loose power port, power switching, loss of power and no sound. The controller, (B)(4), and six (6) batteries ((B)(4)), were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the controller (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port one (1) with the o-ring gasket displaced. Initial testing of the device indicated that the controller was able to sound for 35 minutes, which meets the specifications of at least 15 minutes. Additional testing was performed and involved exposing the controller to temperatures between 30°c to 40°c to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Based on an investigation conducted by the supplier, the most likely root cause of the loose connector event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The log file analysis revealed that the controller, (B)(4), contained the smr software upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the power switching can be attributed to momentary disconnections between the controller and batteries. Additionally, log file analysis revealed a controller power up and motor start event on 04/10/2017 at 02:19:34 and 02:19:39; respectively. The data point prior to the controller power up was logged at 02:10:53 and revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2; (B)(4) had experienced a momentary disconnection within the preceding 15 minutes. The data point after the controller power up event was logged at 02:34:32 and revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2 of the controller; (B)(4) had experienced a momentary disconnection within the preceding 15 minutes. Based on log file analysis, a possible root cause of the loss of power can be attributed to a disconnection of both power sources. The disconnection may have been caused by the patient or by a momentary disconnection between the controller and batteries. Based on an investigation conducted by the supplier, the most likely root cause of the loose connector event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the power switching can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources. The disconnection may have been caused by the patient or by a momentary disconnection between the controller and batteries. The reported no sound could not be confirmed, the alarms performed as expected. (B)(4): heartware has opened an internal investigation to address momentary disconnections. (B)(4): an internal investigation has been opened by the supplier to address external connectors on the pioneer controllers, which have been found to be loose. Brand name: heartware® ventricular assist system - battery, (B)(4) - battery, device evaluated by MFR: yes, device manufacture date: 10-mar-2015; brand name: heartware® ventricular assist system - battery, (B)(4) - battery, device evaluated by MFR: yes, device manufacture date: 10-mar-2015; brand name: heartware® ventricular assist system - battery, (B)(4) - battery, device evaluated by MFR: yes, device manufacture date: 10-mar-2015; brand name: heartware® ventricular assist system - battery, (B)(4) - battery, device evaluated by MFR: yes, device manufacture date: 27-may-2016; brand name: heartware® ventricular assist system - battery, (B)(4) - battery, device evaluated by MFR: yes, device manufacture date: 02-mar-2015; brand name: heartware® ventricular assist system - battery, (B)(4) - battery, device evaluated by MFR: yes, device manufacture date: 02-mar-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: (B)(4) - battery / catalog number 1650de / expiration date: 03/31/2016; (B)(4); device available for eval: yes ,04/20/2017; device eval by MFR: no, / device evaluation anticipated, but not yet begun; device MFR date: 03/10/2015; lebeled for single use: no; (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 03/31/2016; (B)(4); device available for eval: yes, 4/20/2017; device eval by MFR: no, / device evaluation anticipated, but not yet begun; device MFR date: 03/10/2015; labeled for single use: no; (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 03/31/2016; (B)(4); device available for eval: yes, 4/20/2017; device eval by MFR: no, device evaluation anticipated, but not yet begun; device MFR date: 03/10/2015; labeled for single use: no; (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 05/31/2017; (B)(4). Device available for eval: yes, 4/20/2017; device eval by MFR: no, / device evaluation anticipated, but not yet begun; device MFR date: 05/27/2016; labeled for single use: no; (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 03/31/2016; (B)(4); device available for eval: yes, 4/20/2017; device eval by MFR: no, / device evaluation anticipated, but not yet begun; device MFR date: 03/02/2015; labeled for single use: no; (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 10/31/2015; (B)(4); device available for eval: yes, 4/20/2017; device eval by MFR: no,/ device evaluation anticipated, but not yet begun; device MFR date: 10/24/2014; labeled for single use: no; (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the ventricular assist device (vad) coordinator stated that the patient was brought on (B)(6) 2017 by helicopter to the hospital due to a syncope. The source for the syncope was unclear. The data analysis at the hospital stated that it showed that there was a motor start at 2:19. After the time correction, the event must have happened around 3:30 in the morning, thus the time when the syncope occurred and there might have been a pump stop. The patient's wife responded that the patient did not sleep well. He was restless and walking around in the flat and wanted to exchange a battery when the syncope happened, there was only one battery in the patient's bag. It was stated that the wife connected the second battery later and reported that the system did not alarm. The data analysis from the vad coordinator stated that the log files do not show a reason the battery should be replaced. It is unclear, if the patient wanted to replace a battery or if he wanted to connect to the alternating current (ac) adapter. It was stated that when interviewing the patient, he reports that in the past he disconnected the active battery at 75% shortly for gaining more system run time. The vad coordinator tested the internal battery during the first test the power off alarm just alarmed for 2 seconds. The following tests showed that the power off alarm worked as intended and the vad coordinator switched off the alarm after 4 minutes. It was stated that for the vad coordinator it is unclear, if the event was caused by a false use of the patient or a technical failure of the system. Also, the socket of power port 1 was found to be loose. It was reported from the site that an initial data analysis done in the hospital indicated no reason replacing the battery would have been necessary. Over the course of 30 days there were data entries suggesting a switching problem (unplanned shutdown of the batteries). For example, battery (B)(4), which at the time of the pump shutdown was also in use. It could not be determined whether this was due to a technical defect or user error (incorrect power management). The patient described intentionally removing and reconnecting a battery in the past to extend the time until the next battery replacement. Such an action could be falsely interpreted in the data evaluation as a battery problem. To exclude a technical defect, all the patient's batteries, as well as the components involved in the incident (controller (B)(4) and batteries (B)(4)) were taken back. No additional information available.